Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: multiple por's observed in the bb data on date of complaint (B)(6) 2015, however power rebooting was not duplicated during this investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/roboot occurrences. Unable to duplicate intermittent power during this investigation. The pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. Returned battery cap used to perform investigation. No damage to battery compartment threads or battery cap; battery cap threads/tightens properly. Battery compartment crack below the bumper at the case seal. Battery cap contact width and height measured within tolerance.